Event description:
The customer was hospitalized for low bgs. It was reported that the door was accidentally open and the reservoir pushed manually extra insulin without their knowledge. It was indicated that the door is loose and often opens without any effort. The customer was at the hospital for a few hours before being released.